Event description:
Blood was observed backing up into IV tubing/micron filter during infusion. Infusion was stopped. Connections were checked and tightened. Fluid was present at connection site of IV tubing and micron filter. Infusion was restarted. Fluid continued to be present at IV tubing/micron filter connection site. Infusion paused again. Site was then reinforced again and appeared secure. Fluid continued to seep from this area. Micron filter was replaced. Remaining infusion was completed without difficulty.